Event description:
After a implantation period of approximately 155 months it was reported that the patient received inappropriate shocks due to oversensing so the lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not received for analysis. This report is thus based on the analysis of the ICD itself as well as on the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The ICD was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The battery status was eos and 157 charging cycles were documented. The inspection of the available iegms confirmed the clinical observation. Noise was present in the rv and far-field channels, which led to a large amount of charging cycles with shock deliveries on (B)(6) 2022 between 16:16 h and 17:38 h. Analysis showed that the eos status was triggered on (B)(6) 2022 at 17:38 h, after the large amount of charging cycles. The amount of charge taken from the battery was verified and the battery condition was anticipated. A sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified, showing a normal device behavior. In conclusion, analysis of the ICD showed a normal device behavior. The battery status was anticipated.